Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 241 mg/dl. The customer reported that the alarm was resolved by a complete set change. The customer had a continue high blood glucose. The customer blood glucose level was 394 mg/dl. The customer was treated with insulin pump. The customer also reported that the drive support cap of the insulin pump is sticking out. The customer was advised to follow their medically prescribe back up plan. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked battery tube threads, and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.